Event description:
It is reported that the pt fell twice causing loosening of the tibial component. The pt's knee was revised. During the procedure, no cement was present on the tibial component when removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.